Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device, during the distal femur cut surgeon resected lateral condyle and then moved to the medial condyle. During resection of medial condyle the saw engaged sclerotic bone and seemed to "kickback" as described by surgeon. Surgeon moved the saw back towards the already resected lateral condyle and noted that the saw was now floating about 2mm distal to the resection. Surgeon checked femoral checkpoint and could not recreate the check point. Was always 0.8-1.2mm off. Surgeon double checked arrays and was adamant that the arrays did not move. Surgeon went to planning screen and adjusted distal femoral resection to take an additional 2mm and now saw was flush against the already resected lateral condyle. Rest of the cuts were fine and the final uncemented implant sat flush enough for surgeons satisfaction. Surgeon was concerned about the event and stated that something similar had happened before with a saw handpiece the exact date of this event was unknown but was noted to have occurred in 2025. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was evaluated. The described failure was not confirmed. Assessment of the system found no failure and the system was performing to specification. The assignable root cause could not be determined since no problem was found.